Event description:
Purple light bipolar forceps tip came off during procedure. All parts accounted for. The tip of the lighted bipolar broke off during the procedure. All pieces were accounted for and there was no harm to the patient. Manufacturer response for disposable illuminated bipolar forceps, (brand not provided) (per site reporter). Will replace.